Manufacturer narrative:
Device evaluated by manufacturer: only the sheath assembly and part of the large telescope tubing was returned for evaluation. A guidewire (0.014") was returned back with the complaint catheter. The large telescope appeared to have been cut off, the returned guidewire was unable to be removed from the sheath assembly, the guidewire exit port was lifted 0.5mm.; and no kinks were observed along the length of the sheath, telescope or on the returned guidewire. Furthermore, full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03409. It was reported that during a percutaneous coronary intervention (pci), an imaging catheter got stuck with the stent and stent damage occurred. Access was obtained via left radial artery. The 90% stenosed target lesion was located in the severely tortuous and non calcified proximal right coronary artery (rca). Pre-dilatation was performed. A promus element stent was implanted, and then an f/g atlantis sr pro2 was used to visualize the lesion for post-stenting. During withdrawal, the guide wire exit port of the imaging catheter got stuck with the stent. The physician determined that the atlantis was difficult to remove. They managed to remove the imaging catheter by cutting the sheath and inserting a guide wire. The physician noticed that the promus element stent was slightly deformed, and then it was used as it is without additional treatment. The procedure was completed without using the atlantis. No patient complication reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03409. It was reported that during a percutaneous coronary intervention (pci), an imaging catheter got stuck with the stent and stent damage occurred. Access was obtained via left radial artery. The 90% stenosed target lesion was located in the severely tortuous and non calcified proximal right coronary artery (rca). Pre-dilatation was performed. A promus element stent was implanted, and then an f/g atlantis sr pro2 was used to visualize the lesion for post-stenting. During withdrawal, the guide wire exit port of the imaging catheter got stuck with the stent. The physician determined that the atlantis was difficult to remove. They managed to remove the imaging catheter by cutting the sheath and inserting a guide wire. The physician noticed that the promus element stent was slightly deformed, and then it was used as it is without additional treatment. The procedure was completed without using the atlantis. No patient complication reported and the patient's condition is good.